Event description:
It was reported that a 31mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. Sizing of the device was determined with computed tomography (CT). Transesophageal echocardiography (tee) was used during the procedure. The device was implanted. The following day it was noted that the device embolized to the left atrium. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delay in the procedure. The patient did not present with any clinical signs or symptoms. On (B)(6) 2024 the occluder was removed from the patient via percutaneous groin retrieval. The patient status was stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported device embolization appears to be related to procedural circumstances. The surgical intervention was a result of case-specific circumstances as the device was surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.